Event description:
Paramedics attempted to use the device for routine ECG monitoring using the paddles lead with disposable pacing/defibrillation/ECG electrodes. The operator was allegedly unable to select the paddles lead for display. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic evaluated the device. Two broken connector pins from the therapy cable were observed to be lodged in the mating sockets of the device therapy cable connector. The broken pins will result in a failure of the monitor to allow the selection of the paddles lead for display. It will also result in a failure of the defibrillator to charge and the device will display a connect cable warning message. The device therapy cable and therapy connector were replaced and proper operation was confirmed.